Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and blood glucose reading of ¿high¿ (value not provided). The customer was discharged four days later with no reported permanent damage. Reportedly, intermittent air bubbles were observed within the infusion set tubing. The customer reverted to manual injections for insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.